Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-7-7 was to be placed in common bile duct. Guide wire (olympus/visiglide 0.025 angled) (pr (B)(4) had already been inserted in bile duct. The physician extended the pigtail part using straightener and advanced it along the guide wire, but proximal pigtail didn't pass the guide wire. He found the kink and discontinued to use it. He completed the procedure using another device of same rpn (unknown lot) without any problems. No health hazard.